Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the pump into a different wall outlet and, after confirming the pump still did not charge. The customer was sent a replacement usb cable, and it was confirmed that the pump began to charge.